Event description:
The pt has been an inconsistent user and requested assistance to use is equipment and the cochlear implant. External equipment was exchanged, but lock could not be established. The pt was seen at the center for device evaluation. During evaluation, system lock was unsuccessful. Surgery to explant the pt's device will be scheduled.